Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to timing issue and atrial undersensing. Programming changes were performed to resolve the issue. The patient condition was stable.